Event description:
During a scheduled refill, the drug aspirated back was the same as the drug that was filled in the pump 6 months prior. A cap (catheter access port) test was performed, but no fluid could be aspirated. X-ray images showed catheter displacement. The catheter was replaced. There was reported to be no pt injury. The device system was used to deliver lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).